Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while installing the intellicuff option. The root cause of the event was determined to be a defective cuff pressure controller board. In consequence, the cuff pressure controller board was replaced, and the problem was solved. There was no patient or user harm reported.

Event description:
Hamilton medical ag received the following event description from the partner: " brand new intellicuff installed on g5 unable to reach set pressure. When unit is set at 30mbar intellicuff can only get up to 26mbar. When set to 50mbar intellicuff can only get to 46mbar. Pump will stay active, but pressure doesn't increase at all. Serial number of intellicuff board with this issue is 10834. This isn't a leak issue this is an issue with the intellicuff controller. "

Manufacturer narrative:
Intellicuff board was replaced. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: " brand new intellicuff installed on g5 unable to reach set pressure. When unit is set at 30mbar intellicuff can only get up to 26mbar. When set to 50mbar intellicuff can only get to 46mbar. Pump will stay active, but pressure doesn't increase at all. Serial number of intellicuff board with this issue is (B)(4). This isn't a leak issue this is an issue with the intellicuff controller. "